Event description:
The customer reported via phone call that they were hospitalized and had experience low blood glucose. Customer was treated for low blood glucose with IV drip. The blood glucose value at the time of the incident is 37mg/dl. Current blood glucose value was 348mg/dl. Troubleshooting was performed. No further patient complications were reported. The product will be returned for analysis.

Manufacturer narrative:
(B)(4). The customer was hospitalized for alleged low blood glucose and alleged high blood glucose on (B)(6) 2022. On svn: (B)(4), the customer was hospitalized for alleged low blood glucose and alleged high blood glucose. On (B)(6) 2022. On svn: (B)(4). The customer was hospitalized for alleged low blood glucose on (B)(6) 2022. On svn: (B)(4). The customer was hospitalized for alleged low bg's on (B)(6) 2022. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat at 0.0873 inches. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, stained serial number label, keypad overlay texture damage, pillowing keypad overlay, scratched/torn keypad overlay, cracked keypad overlay at the select button and cracked retainer. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. The pump passed the functional testing. Unable to confirm alleged low blood glucose or alleged high blood glucose. Analysis identified product meets specification? Yes. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat at 0.0873 inches. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, stained serial number label, keypad overlay texture damage, pillowing keypad overlay, scratched/torn keypad overlay, cracked keypad overlay at the select button and cracked retainer. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. The pump passed the functional testing. Unable to confirm alleged low bg's or alleged high bg's. Analysis identified product meets specification? Yes. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information which has been provided under b5 section was incomplete, "health effect - impact code" - 4607 provided under h6 tab was incorrect and product analysis data provided under investigation codes was also incorrect. The correct information of "health effect - impact code" [4614] has been provided in section h6 with this report. Also, updated summary in section b5 and component codes , investigation codes were included in section h6 with this report.

Event description:
Update: this case is for the hospitalization on (B)(6) 2022. Please see (B)(4) for the high blood glucose on (B)(6), 2022 when he ate something before going to the doctor's office and did not resume the pump, resulting in high blood glucose in the 500smg/dl and being sent to the hospital. Please see (B)(4) for low blood glucose on (B)(6), 2022 that did not result in hospitalization. On (B)(6), 2022, customer's doctor reported that customer was hospitalized on (B)(6) 2022 for low bg. Self-test passed and pump could detect occlusion. Customer called on (B)(6) 2022 and said he was hospitalized at 15:00 for a low of 37mg/dl. Doctor said there was no damage on the pump but the pump needed to be replaced because of the recall. Per notes, the paramedics went to the home during this incident. Pump was used at the time of the incident. It was unknown if sensor was used.